Manufacturer narrative:
Additional information was received that the patient was also experiencing frequent and extended ipg charging. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg had moved of the pocket and was experiencing pain. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s ipg had moved of the pocket and was experiencing pain. The patient will undergo an ipg replacement procedure.